Manufacturer narrative:
(B)(4). The conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to vegetation on the leads. The patient underwent a surgical intervention to remove the system. No additional adverse patient effects were reported.